Event description:
Reviewed surgical database report of a broken nail. Review surgeons report of a broken I'm nail due to a non-union. Reviewed patient x-rays which showed a sign nail broken at the proximal distal slot. In addition, it showed a dhs with one of the screws placed so as to apply pressure at the distal end of the nail. The non-union allowed the fracture to shift and apply more stress to the distal end of the nail which was immovable due to the screw holding it in place against the cortex. The surgeon preformed an exchange nail surgery to remove the dhs, repair the fracture and replace the I'm nail. No indication of product defect.